Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that within 24 hours of implant, the patient¿s lead had dislodged. The patient experienced dizziness as a result. During the revision procedure, the set screw of the pulse generator could not be loosened. The system was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of unable to untighten the setscrew was confirmed. Analysis found that the setscrew was firmly stuck in the connector block. Destructive methods were performed to separate the set screw from the device connector. Microscopy confirmed foreign material (epoxy) in the connector block threads. A device history review was performed and no non-conformities were found for this device.